Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue recurred.